Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was 389 mg/dl. The customer¿s blood glucose level at time of incident was 508 mg/dl, the current blood glucose level was 234 mg/dl, 400 mg/dl and 450 mg/dl. The customer was treated bolus from insulin pump before they stopped using the insulin pump. Customer reports the symptoms related to their high blood glucose like nausea, blurry vision, thirst and urinating. Customer reports insulin exited at the quick release. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump and the reservoir will not be returned for analysis.